Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case device only, reported by a physician who contacted the company to report adverse events concerned an (B)(6) female patient of unspecified origin. Medical history and concomitant medications were not provided. The patient received unspecified insulin via a reusable pen humapen savvio graphite,type of insulin, route of administration, dosage regimen and frequency, formulation and start date of therapy were not provided. Sometime while using humapen savvio she did not get the complete dose of insulin because the pen got stuck and her sugars were uncontrolled ((B)(4), lot number 1312v08). The event of uncontrolled sugar was considered serious for other medical reasons. Information regarding outcome of the events, corrective treatment and action taken with insulin was not provided. The user of the humapen savvio and their training status was not provided. The humapen savvio general duration of use and suspect device duration of use were not provided. The suspect device was being returned. The reporting physician did not provide an assessment of relatedness. Update 01aug2016: upon review of this case, the case was opened to update the device from a humapen savvio unknown color to a humapen savvio graphite based upon a verifiable lot number; updated the device type in the narrative from a humapen luxura to a humapen savvio; updated the medwatch and european and canadian required device reporting elements; spelling was corrected; and the narrative updated.

Manufacturer narrative:
A physician reported on behalf of a female patient that her humapen savvio device got stuck and she did not get the complete dose of insulin. She experienced increased blood glucose levels. Investigation of the returned device (batch 1312v08, manufactured december 2013) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This solicited case device only, reported by a physician who contacted the company to report adverse events concerned an (B)(6) female patient of unspecified origin. Medical history and concomitant medications were not provided. The patient received unspecified insulin via a reusable pen humapen savvio graphite,type of insulin, route of administration, dosage regimen and frequency, formulation and start date of therapy were not provided. Sometime while using humapen savvio she did not get the complete dose of insulin because the pen got stuck and her sugars were uncontrolled (product complaint number (B)(4), lot number 1312v08). The event of uncontrolled sugar was considered serious for other medical reasons. Information regarding outcome of the events, corrective treatment and action taken with insulin was not provided. The user of the humapen savvio and their training status was not provided. The humapen savvio was approximately 3 years old. The device returned on 12aug2016, no malfunction. The reporting physician did not provide an assessment of relatedness. Update 01aug2016: upon review of this case, the case was opened to update the device from a humapen savvio unknown color to a humapen savvio graphite based upon a verifiable lot number; updated the device type in the narrative from a humapen luxura to a humapen savvio; updated the medwatch and european and canadian required device reporting elements; spelling was corrected; and the narrative updated. Update 07sep2016. Additional information received 06sep2016 from the product complaint safety database. To the device tab added the device specific safety summary (dsss), updated the european and (B)(4) device information, updated the device medwatch information, entered the manufacturer date, approximate age of the device, returned date, malfunction as no, and the narrative was updated accordingly.